Manufacturer narrative:
Evaluation summary: the device returned with kinks along the distal shaft 7.6cm, 8.3cm, 8.9cm and 9.7cm proximal to the distal tip. The inner shaft was kinked 0.3cm distal to the proximal balloon bond. A 0.015 inch mandrel was loaded through the inner lumen and negative prep performed. The device failed negative prep. Upon pressurisation of the device, water was visible exiting the guidewire entry port and distal tip indicating a leak on the inner shaft. Upon visual inspection of the device, a short radial cut was visible on the inner shaft approx 0.5cm distal to the proximal inner shaft marker. The edges of the cut were smooth and even. (B)(4).

Event description:
The physician was attempting to use a euphora balloon catheter during a procedure to treat a tortuous lesion in the rca with 90% stenosis and no calcification. No damage was noted to packaging. No issues were noted when removing the device from the hoop. The device was inspected with no issues noted. Negative prep was performed with no issues noted. No resistance was encountered when advancing the device. Excessive force was not used during delivery. It is reported that during balloon inflation a balloon burst occurred during the initial inflation. The balloon was inflated to 8atm to 10atm prior to the burst. The device did pass through a previously-deployed stent. The device was not repositioned prior to the burst. A stent was implanted to complete the procedure.

Manufacturer narrative:
Correct date is (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.